Manufacturer narrative:
The device is not expected to be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdow.n omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported via email that the patient experienced diabetic ketoacidosis on december 25, 2025. No additional information regarding medical intervention or treatment was provided despite good-faith efforts for additional information. Additional information has been requested, and a supplemental report will be submitted if received.